Event description:
It was reported that during a sigma procedure, the device did not close the staples properly. The staples were misformed (11 o'clock). The instruments were thrown away. The case was finished manually. No further information available. Received the following information on 09/17/2009: the day after surgery, bleeding of anastomosis occurred; patient underwent re-surgery. Surgeon found bleeding around "11 o'clock". Was overstitched; patient is fine. As the instrument was already discarded, a sterile sample of the same lot will be returned. Received the following information on 09/21/2009 in response to a request made on 09/16/2009: the event description indicates that the case was finished manually. However, the report also indicates that the case was converted to open.

Manufacturer narrative:
Date sent: 10/01/2009. Information anticipated, but unavailable at this time.